Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the aortic root rupture and patient death cannot be confirmed. Procedure factors (possible oversizing of the valve), in addition to patient factors (severe annular calcification, severe native leaflet calcification, severe aortic root calcification, possible friable tissue) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve, an unrepairable aortic rupture occurred. The patient expired during the procedure. During the procedure, no balloon aortic valvuloplasty was preformed prior to valve deployment. The sapien 3 valve was deployed in a final 60:40 aortic/ventricular (a/v) position. Following valve deployment, the patient's pressure began to drop. Echocardiogram revealed a pericardial effusion. A second sapien 3 valve was prepared and deployed in an attempt to tamponade the extravasation, which was also noticed on angiogram under the left coronary artery at the patient&#38112;coronary sinus. The pressure was momentarily at 120 mmhg systolic; however further observation showed the effusion continued and the pressure dropped. A pericardiocentesis was performed, at which time the patient's chest was opened to expose and begin the repair of the ruptured aortic root. The rupture was noted in the area of the left sinus and the right sinus. Due to the heavy calcification, the surgeon was not able to repair the aortic root and the patient expired on the table. The native annular valve area measured 579mm2 by CT. Severe annular calcification, severe native leaflet calcification and severe aortic root calcification was reported.